Event description:
The customer was asked the product problem, but did not know the nature of the complaint. There was no pt injury reported. Posey inspection found the returned alarm unit had no alarm tone when powered on. During testing, the unit fail safe feature did not function.

Manufacturer narrative:
(B) (4). The device problem is not known. (B) (4).